Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an insulation damaged during the generator change, as the insulation came apart from the physician pulling on the lead. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.